Manufacturer narrative:
Device passed rewind test and displacement test. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected rewind anomalies noted. No unexpected missing segment or partial display anomalies noted. Device received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was scratched up making it hard to read. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump grinding during rewind, going through batteries more often. The insulin pump will not be returned for analysis.